Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having pain and loosening of the components; the surgeon removed and replaced all original implants.